Event description:
According to the reporter, during a wedge-shaped lung procedure, after the device was fired to cut and closed the lung parenchyma, there was poor staple formation and incomplete staple line centrally that caused in blood oozing. Surgeon fixed the staple line by manually suturing the staple line. Medtronic's initial evaluation of the incident is that tissue was thick.